Event description:
The customer reported receiving a technical error 43. Technical error 43 (lcd failure communication) triggers an alarm and stops the pump. The device and power cord were received. The evaluation found the reported issue was caused by a malfunctioning lcd display and board. The issue was resolved by replacing the lcd display and board. After repair, the device was found to meet specification.